Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient came in with pump alarming at about 9am. The pump should not of been done until about 1pm. Cassette was taken off and put it back in to attempt to restart it but pump did not restart. No flow stop on cassette. Rate- 2.2ml/hr, resvol 9.7ml, given 92.3ml. No further information available.